Event description:
The nurse referred to the sales rep that: during surgery, the surgeon noticed that both the handles didn't fit with the screwdrivers as required. He tested both the handles with all the screwdrivers and always had to disassemble the two parts with the help of another person. As there were no other handles available, he continued the surgery with the mentioned devices without adverse consequences.

Manufacturer narrative:
Same pt event as MDR 9610622-2009-00369.